Manufacturer narrative:
(B)(4). The product analysis indicates that the reported event may occur if the impedance of the circuits were out of specification or short circuited. There were no anomalies in the construction of the device which would have resulted in the reported malfunction. When viewed under magnification, there was no damage to the plugs or connections. When compared to the harness drawing, the resistance measurements of each lead were as follows: red = 3.3 ohms, red with clear band = 3.3 ohms, blue = 3.5 ohms, and blue with clear band = 3.6 ohms [all readings are within specification]. There were no short circuits and no intermittent behavior while manipulating connections. Instructions for use identify multiple reasons for a reduced, if not completely eliminated, emg responses to direct or passive neural stimulation (as a result of use error). When viewed under magnification, there was no obstruction of the inflation assembly. The cuff was deflated and then inflated with 20cc of air; there was no leakage even when pressure was applied to the cuff which is not consistent with the reported event. There was no evidence of improper manufacturing and no fault was found as it relates to the complaint therefore manufacturing has been ruled out as a likely cause. This device is used for therapeutic purposes.

Event description:
It was reported that intraoperative, the emg tube could not detect nerves. The medical staff was alerted by the smell of gas. The system recognized the electrodes and there was a white line across the monitor, but there was no function/response. The doctor was able to locate the nerve, used a probe to touch the nerve, but did not receive the expected nerve feedback sound/indicator. The doctor removed the tube and discovered a leak. The patient was reintubated with a replacement emg tube to complete the procedure. There was no injury reported as a result of this event.